Event description:
Information received by medtronic indicated the user alleged the insulin pump was under delivering insulin due to blood glucose level not going down. Customer experienced a high blood glucose. Customer treated for high blood glucose with insulin pump, manual injection. Customer was assisted with possible causes of reported event. During trouble shooting infusion set found leaked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.